Manufacturer narrative:
(B)(4). Report source: foreign country - (B)(6). Complaint sample was evaluated and the reported event was confirmed. The product was returned in its original unsealed packaging. Upon visual inspection, it can be seen that the outer, non-sterile packaging is undamaged. It can also be seen that the inner sterile packaging has been has been damaged. The damage is almost completely through the sterile barrier and seems consistent with the package being cut with a sharp edged object. As there was no damage to the outer plastic packaging the damage most likely occurred prior to final packaging. This was determined to be an isolated event. All parts from this lot have been distributed and there have been no similar complaints for this lot. Device history record (DHR) was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to the sterile packaging being inadvertently cut prior to packaging. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported during incoming inspection the distributor identified a cut in the sterile package. There was no patient involvement.